Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode when sensor was removed. The customer¿s blood glucose level was unknown. Customer was reported that sensor did not work. Sensor will not be returned for analysis.